Event description:
It was later reported that the cause of the event was delayed respiratory depression of morphine, and was attributed to ¿drug effects¿. It was noted that the patient¿s starting rate was ¿too high¿. The patient¿s symptoms included respiratory distress. The patient required hospitalization due to the event. Their outcome was noted as non-serious injury/illness and the patient recovered without sequelae.

Event description:
An overdose was reported. The patient was reported to be lethargic 4 hours after implant. The patient was also noted to be drowsy and sedated state. The patient's pump was reduced to minimum rate approximately 3.5 hours post op. The following morning the patient was getting worse so the hcp stopped the pump approximately 18 hours later, then set back to minimum rate approximately 16 hours after pump was stopped. It was noted that the telemetry looked fine. The patient outcome was noted as "doing much better ." The pump delivered infumorph.

Event description:
Additional information: it was reported following pump implant the patient experienced overdose symptoms of respiratory issues and aspiration. The patient was in the intensive care unit (ICU). The patient was elderly and had just gotten over pneumonia. The pump was reduced to minimum rate. The event was due to anesthesia complications or other sedation and was not related to the pump or dosing. The patient was going to have the pump increased from minimum rate. The concentration was going to be changed and a system contents removal procedure would be performed since the pump could not be bridged out of minimum rate mode.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).